Manufacturer narrative:
This report is a response to uf report # (B)(4) which was reported to amt by FDA on 1/11/2021. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt reached out to the reporter and retrieved the failed device for analysis. The device was analyzed and the reported failure was confirmed. A device history review was performed for the lot with no anomalies detected in the record. Based on the provided information, the reported problem did not occur due to a manufacturing defect, but due to a combination of excessive stress and patient / environment usage conditions. Complaint # (B)(4) was assigned to this report. We will provide follow-up information to the FDA if additional information is able to be obtained and its analysis changes the conclusion of this report.

Event description:
Per the initial report received in medwatch report #: (B)(4): "event title: applied medical technology mini one non-balloon low profile feeding device ref ml-1-1417. Describe the event or problem: amt gastric button malfunction. The ring that the feeding tube connects into fell out. The patient's father super-glued the ring back into place on (B)(6) 2020 so he could feed the patient thru the tube until it could be replaced. This tube was originally placed on (B)(6) 2020. Required a new procedure to be performed with anesthesia to replace defective button. What was the original intended procedure? : (B)(6) 2020 egd (endo) esophagogastroduodenoscopy w/directed placement of percutaneous gastrostomy tube [43246 (cpt®)]. (B)(6) 2020 replacement of gastrostomy tube, percutaneous, includes removal, when performed, without imaging or endoscopic guidance; not requiring revision of gastrostomy tract [43762 (cpt®)]. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) ".